Event description:
A hemodialysis inpatient user facility reported that during treatment, patient experienced erythema and rash of left upper arm. Nurse stated that patient was before treatment. Patient was on a 180nre dialyzer and his arm became a bright red around the fistula access. Patient had a rash. Patient was switched to a 160nr eto and was fine. Patient was not hospitalized. Nurse switched patient to 160 dialyzer because she did not know they had a 180 dialyzer. On (B)(6) 2014, the patient returned to the dialysis clinic after treatment with a rash and redness to his hemodialysis access. The patient stated that he took benadryl on his way to the clinic. The patient stated that the rash has happened on dialysis days for the last "several" treatments. The patient stated that the rash lingered over the weekend. The patient was switched to eto dialyzer and the rash went away after three treatments. The sample was discarded. The hemodialysis rn documented that the patient had an obvious raised rash on his left upper arm from the axilla to the elbow covering his hemodialysis access. Patient was on epogen 1,000,000 units intravenously every two weeks. There is no adverse drug event being reported against epogen. Sample is not available; sample was discarded.

Manufacturer narrative:
The post market clinical staff reviewed the provided medical records. Based on the medical records information it appears that on (B)(6) 2014, the patient reported to the hemodialysis staff that he has experienced a rash and redness to his hemodialysis access site on dialysis days for the last "several" treatments. There were no other symptoms reported related to this event. The patient has been using the optiflux dialyzer since 2007 for his hemodialysis treatments. The patient was switched to the eto dialyzer and the rash went away after three treatments. An allergic reaction is defined by a constellation of symptoms experienced by the patient after exposure to an allergen. The event of allergic reaction to the optiflux dialyzer is being reported as a serious injury MDR since a change in the dialyzer is considered to be a medical intervention. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.